Manufacturer narrative:
Literature citation:ohtori seiji, orita sumihisa, mannoji chikako, kubota gou, inage kazuhide, sainoh takeshi, sato jun, fujimoto kauzki, shiga yasuhiro, suzuki miyako, yamauchi kazuyo, takahashi kazuhisa; "oblique lateral interbody fusion (olif) for adult spinal deformity" (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 54 patients underwent olif (oblique lumbar interbody fusion). As post-op complications: in 3 patients numbness in femoral area/sense of discomfort were observed.